Event description:
Dense condesation noted in anesthesia circuit near humidifier. All west med circuits in stock were checked and found to have moisture. All stock were pulled & returned to west - med. Following are the affected lot #'s: 21869, 10213, 10214. No further problems.